Event description:
Device 1 of 2. Please see MFR report #1627487-2010-02532 for device 2. On (B)(6) 2010, the patient was implanted with an scs system. On (B)(6) 2010, it was reported that the patient met with the doctor and complained of redness and swelling at the lead insertion site. The doctor believed the patient had an infection and removed the entire system. On (B)(6) 2010 it was reported that the patient was put on oral antibiotics and is currently doing well.

Manufacturer narrative:
Method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications. Conclusion: the cause of the reported complaint could cannot be confirmed through testing, no further testing was initiated. The product was decontaminated and is being archived. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.